Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11800. It was reported that the patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited overestimation of battery to elective replacement indicator (eri). The physician alleged the increased capture thresholds of the left ventricular lead contributed to the battery overestimation. No intervention was performed. The patient was stable.